Manufacturer narrative:
Additional information: breakdown of the 7 events are as follows: cosmetic issues ¿ 3, lens damage ¿ 1, haptic damaged - 3. Serial/lot numbers of suspect products: unknown 7. 2 investigations were completed, and 5 investigations are pending. No products returned were any of them. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 7 </noe> malfunction events. The events were related to lens damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).